Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that during an angioplasty procedure, the inflation device was not giving accurate pressure reading and the balloon was inflated to point of rupture. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the inflation device was not giving accurate pressure reading and the balloon was inflated to point of rupture. The procedure was completed with the same device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device was received for evaluation. During visual evaluation, unknown liquid was noted within the distal end of the syringe. No anomalies noted to tubing and pressure gauge was securely attached. During functional testing, the presto device was connected to an in-house pressure gauge. Pressure was noted at the following atms and psi readings: 8 atm = 90psi = 6.12 atm, 16 atm = 306psi = 20.82 atm, 28 atm = 446psi = 30.35 atm. Therefore, the investigation is confirmed for the reported incorrect readings as the pressures noted during functional evaluation were not within acceptable range in the product specification. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. B5, d4 (expiry date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.